Event description:
The affiliate reported a customer with hydrogen peroxide contact. The healthcare worker had white skin discoloration on their right middle finger and the left wrist. The healthcare worker was sorting items from a completed cycle of rubber and plastic items wrapped in peel pouches when the contact occurred. The healthcare worker did not seek medical attention or require treatment for the contact. The contact areas recovered within five days. The affiliate sent service to assess the unit and reported that there were no problems. The vaporizer plate was in place.

Manufacturer narrative:
.